Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set) alarm. The caregiver (cg) stated the heater bag disconnected from the heater line. The technical service representative (tsr) had the cg power cycle the hc. The hc alarmed se 2367. The tsr had the cg power cycle the hc and the hc proceeded to press go to start. The tsr informed the cg to start over with new supplies and instructed the cg to inform the rn of the se 2240. There was patient involvement but no injury or medical intervention was reported. On (B)(6) 2012 global product surveillance received a call from peritoneal dialysis nurse (pdrn). The pdrn stated that she had a hp contact her to tell her that his heater bag disconnected during fill 1. The pdrn stated the hp start over with new supplies. The pdrn stated that there were no medical issues or injuries related to the supply becoming disconnected. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The home patient (hp) stated that the heater bag became disconnected from the heater line. The root cause of the complaint was not determined; the user did not provide sufficient information to identify the cause of the alarm. The assignable cause for the reported problem was undetermined.